Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during this study (B)(4), a patient experienced a laceration. Upon initial endoscopy, no other unusual findings were noted. No unusual findings were noted during the first ablation pass with the 360 express balloon catheter on (B)(6) 2015. After the cleaning phase, a mild mucosal laceration? Was noted. Therefore, the second ablation pass was avoided. No perforation was noted and there was no bleeding associated. No intervention was needed. Follow-up has occurred and no abnormalities? Or symptoms were noted.